Event description:
The nurse of a (B)(6) female patient contacted zoll customer support to report that the patients battery was giving a fault on the charger. The patient did not require a replacement battery.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery/charger faults) was confirmed. As received the battery was unable to communicate. The cause of the failure was isolated to an open fuse in the battery pack. The root cause of the open fuse was unable to be positively identified. No adverse event resulted from the defective battery. The patient did not require a replacement battery.